Event description:
It was reported the tip of the screwdriver broke while inserting the screw. As a result, the surgery was extended for a few minutes to look for the broken piece. It was found and removed from patient.

Manufacturer narrative:
Investigation in progress but not yet complete.